Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, d9, h2, h3, h6. The device was returned to olympus for inspection, and the reportable malfunction was confirmed with corrosion found on the bending section, connector, and control body. Additionally, the inspection found additional unrelated reportable malfunctions: the c-cover was chipped (detached) and it was burnt. Based on the results of the investigation, the foreign material was identified as corrosion which was attributed to degradation and stress related problems, the chipped c-cover was attributed to degradation, and the burned c-cover was attributed to environmental problems, however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had discoloration inside the channel. It was not specified during what type of device usage the reported event occurred. There was no patient injury or medical intervention associated with this event.